Event description:
It was reported an occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer removed insulin from old cartridge to load current cartridge, tandem technical support educated the customer this is off label insulin use. Occlusion was caused by a blocked cartridge. The customer changed supplies and resumed insulin therapy.